Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). Ofr inspected the device and confirmed the following; -there was play in the instrument channel port and the k-mount was deformed. -image guide bundle damaged and black dots and red cracks were displayed on the endoscopic image. Ofr made conscientious efforts, but were not able to obtain information about the reprocess method from the user facility. Therefore, omsc could not confirm that the user facility was reprocessing in an appropriate manner. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. The instructions for use, reprocess, and storage of the device are provided in the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for unspecified microbes (<1 cfu/endoscope). The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from all channels of the device tested positive for coagulase-negative staphylococcus (8 cfu/endoscope). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.